Event description:
The facility representative reported a colleague infusion pump that the volume is greater than it indicates. It is unknown what the volume rates were. The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.

Event description:
This device utilizes user interface module master software version 5.04.00 that is categorized as an "unremediated" pump.

Manufacturer narrative:
Evaluation summary:the reported condition of "volume is greater than it indicates" was not confirmed during product evaluation. Inspection of the device revealed that the device infused 100.2 g, ml, 103.1 g, ml and 101.1 g, ml on channels a, b and c during the one hour pre-accuracy test, which were all within the 4.1% of specification (>95.9 g, ml and <104.1 g, ml). No assignable cause could be determined for the reported condition of the volume is greater than it indicates; therefore no further corrections were necessary concerning the reported condition.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or, if any additional information becomes available.